Manufacturer narrative:
Permeability testing was performed on a reserve sample. Results met acceptance criteria.

Event description:
Patient experienced post-operative cerebrospinal fluid leak and infection. The surgery will be performed again and the device will be explanted.